Event description:
A customer contacted baxter (B)(4) and reported that the transfer set is broken. No patient injury was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: this report for a damaged transfer set was confirmed in the lab. The results of a sample evaluation revealed that one of the occluder feet was broken. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.